Event description:
It was reported that the patient experienced a procedure to implant a new artificial urinary sphincter (aus) cuff and pump to an already installed prb after a cuff was already removed due to erosion and to treat urinary incontinence. A patient outcome of successful and fully recovered was reported.